Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that they are experiencing air-in-line alarms without visible air being noted in the IV tubing. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. This was reported to bd representative during their site visit. There was patient involvement but no harm.